Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube at 29cm from the strain relief. At 1.4cm from the separation there was a hypotube kink. The separated ends were ovaled in shape indicating the device was kinked prior to separation. The device had numerous kinks. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use to post dilatate a stent, however, prior to use, it was noted that the shaft was broken. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that a shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use to post dilatate a stent, however, prior to use, it was noted that the shaft was broken. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.